Event description:
It was reported that the tandem usb cable was damaged and no longer charged the pump. There was no adverse impact to the customer's blood glucose level. A replacement cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not retutned.